Event description:
It was reported the patient was experiencing a burning sensation after using the magnet to turn on/off her ipg. The patient stated the burning sensation lasts for approximately one hour after each use. A new magnet was shipped to the patient on (B)(6) 2013. Follow-up pending.

Manufacturer narrative:
Sjm has limited information related to the patient's medical history and is unable to form an opinion as to the relevancy of the patient's history to the event reported. Sjm defers to the patient's physician regarding medical history.